Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that the surgeon implanted two serrato polyaxial screws as intended and found upon insertion that the l5 left sided and right sided pedicles fractured upon insertion. Patient experienced bone damage. This report represents the 1st of the 2 screws.

Event description:
It was reported that the surgeon implanted two serrato polyaxial screws as intended and found upon insertion that the l5 left sided and right sided pedicles fractured upon insertion. Patient experienced bone damage. This report represents the 1st of the 2 screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the serrato surgical technique: for increased bone purchase, use the taps to prepare the pedicle canal. After attaching a xia 3 handle, insert the tap into the pedicle and into the vertebral body.with the pedicle pathway prepared, and the proper screw diameter and length determined, insert the screw into the pedicle using the appropriate screwdriver. The serrato polyaxial titanium self-tapping screws have serrations to ease screw insertion. However, in most cases, tapping is recommended. Possible root causes include lack of tapping, undertapping, difficult angle, and/or excess torque applied.